Manufacturer narrative:
(B)(4). Complaint summary: as the product has not been received, the investigation was limited to the information provided and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as lot number is unknown. A review of the complaint database over the last 3 years has found 8 complaints reported with the item 161469 and 2 complaints reported with the item 154720 (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00310-1 if any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device remains implanted.

Event description:
It was reported the patient underwent a left partial knee on (B)(6) 2018. Subsequently, the patient claims to have pain and loosening for the past four years and will require a revision.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Associated products: medical product: unknown palacos bone cement. Catalog no.: unknown. Lot no.: unknown. Medical product: unknown 3mm oxford bearing. Catalog no.: unknown. Lot no.: unknown. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00310 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left partial knee on (B)(6) 2018. Subsequently, the patient claims to have pain and loosening for the past four years and will require a revision.